Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient has received a round window vibroplasty due to mhl. The device was working fine until 18 months ago. The device suddenly stopped working.